Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that here was no phacoemulsification power and touchscreen issues during a surgical procedure. They completed the surgery by exchanging systems. There was no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported events. The system was then tested and met all product specifications. The system was manufactured on february 9, 2010. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. (B)(4).